Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision of the plate due to unknown reasons in an unknown timeframe after the initial surgery. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The plate was returned for investigation. Both surfaces of the plate show some scratches. The plate is fractured into two parts. The fracture of the plate is located through a screw hole. The beach line visible on the fracture surfaces points to a possible fatigue fracture with start on the threaded area. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, g3, g6, h2, h11.

Event description:
Diligence is completed and no further information on the reported event has been provided.